Manufacturer narrative:
This lead remains implanted but out-of-service; therefore, technical analysis cannot be conducted. Without a returned product is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing impedance to out-of-range values. Subsequently, the patient underwent a revision procedure, and this rv lead was surgically abandoned and a new lead was implanted. Besides intervention, there were no other adverse patient effects reported.